Event description:
It was reported that a femoral vein perforation, bleeding and hypotension occurred. During a watchman left atrial appendage closure (laac) procedure, a versacross access solution kit was selected for use. The fellow physician used a non-boston scientific (bsc) guidewire to gain femoral vein access and anchored it in the superior vena cava (svc). The versacross sheath was then advanced without panning down to the groin which was noted only after the sheath not able to track up to the svc. The guidewire was looped around in the femoral vein and the versacross sheath was bowing down instead of up. The physician removed the sheath and straightened the guidewire. A non-bsc 16 french introducer was used over the guidewire and re-inserted the sheath over the guidewire through the 16 french introducer. The versacross sheath was placed in the svc, the guidewire was swapped out for the versacross radio frequency wire. The transseptal puncture was performed successfully at an inferior-mid location and the wire was advanced in the left atrium. The versacross sheath was then swapped with a watchman fxd curve access system (was). The nurse noted that the patient's blood pressure dropped from 90mm hg to 60mm hg; however, it went back in the 80s quickly. The echo physician was requested to sweep for an effusion, but no effusion was found. The procedure continued. A non-bsc pigtail catheter was advanced into the laa, and patient's blood pressure dropped to 60mm hg again. A sweep for an effusion was repeated, and no effusion was found. The physician then noted the patient's groin area was swelling. The physician pulled the 16 fr introducer sheath and did a contrast shot which revealed a femoral vein perforation. The procedure was cancelled to treat the femoral injury using non-bsc balloon catheter and stents to stop the bleeding. The patient left in stable condition and was expected to fully recover. The physician suspected that the versacross dilator tip caused the perforation over the non-bsc guidewire. The perforation site aligned with the position of the tip when it was coiled around the guidewire.